Manufacturer narrative:
Age at time of event: 70s. (B)(4).

Event description:
Same case as: 2134265-2018-00090. It was reported that a rotawire fracture occurred. The target lesion was located in the circumflex artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During preparation, testing was performed outside the patient's body. However, the wire was noted to snap off from the burr. The part of the wire that was still inside the patient's body was simply pulled out. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR.,eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the body was broken approximately at 204 cm from the proximal end. The other returned section measures approximately 126 cm from the tip. The distal tip is kinked. The overall length could not be performed as the body was broken. All other dimensions are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Dfu states: "do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism, myocardial infarction and in rare cases, death. The rotawire guidewire has an expected functional life of 5 minutes (total of individual burr run times). Do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Gently advance or retract the burr while it is in high-speed rotary motion. In instances when long ablation runs are required - particularly in calcified, angulated lesions - reposition the guidewire to expose a previously unused segment or exchange the guidewire to prevent damage." (B)(4).

Event description:
Same case as: 2134265-2018-00090. It was reported that a rotawire fracture occurred. The target lesion was located in the circumflex artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During preparation, testing was performed outside the patient's body. However, the wire was noted to snap off from the burr. The part of the wire that was still inside the patient's body was simply pulled out. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.